Event description:
In (B)(6) 2015, the patient had surgery on both of his legs. At the time of this report, the patient was in the hospital in a rehab center. The surgery had to do with his spine, but it had nothing to do with his pump. The patient didn¿t know what day he had the surgery as he ¿was comatose and woke up 2-3 weeks after surgery¿. Someone came during that time for the pump. The device system was delivering morphine and marcaine. Additional details regarding the event were not reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received from the hcp reported sepsis following joint replacement and the cause of the event was sepsis not related to the device.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).